Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump was damaged. Customer stated that clear ring at the top of the reservoir compartment was broken. Customer's blood glucose was unknown at time of incident. Customer stated that the reservoir would not lock in place. Insulin pump will be returned for analysis.

Manufacturer narrative:
Pump received with partially broken reservoir tube lip, missing retainer, missing reservoir tube o-ring, scratched case, pillowing keypad overlay, and minor scratched lcd window. Unable to perform the displacement test due to missing retainer. The test infusion set and reservoir does not lock in place due to missing retainer.